Event description:
A sprinter legend balloon dilation catheter was being used to treat a lesion. The device was passed through a stent deflated and then inflated in a side branch. When an attempt was made to deflate the balloon it would not deflate. The balloon was inflated over the nominal burst pressure and then they were able to deflate. There is no patient injury. Device evaluation: the distal tip was stretched and damaged. Balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. The balloon bond was stretched and necked. The mandrel would not load through the inner lumen most likely due to hardened blood and/or contrast. The device could not be inflated initially and was left in the water bath @ 37 degrees to try and remove the hardened residue. Upon removal from the water bath the device was inflated to rated burst pressure in a time of 4.52 seconds and deflated in a time of 4.04 seconds. Specification is less than or equal to 15 seconds. Resistance was noted when advancing the mandrel through the inner lumen.

Event description:
A sprinter legend balloon dilation catheter was being used to pre-dilate a lesion in the proximal 1st diagonal branch. There was minimal calcification. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. There was no issues tracking or crossing the device. The balloon was inflated to 10atms and when an attempt was made to deflate the balloon it would not deflate. The balloon was inflated over the nominal burst pressure (15atms) and then they were able to deflate. Image review: four still procedural images were received from the account. The images show a deployed stent in the left coronary vessel. An anomaly is visible to the inflated balloon in the diagonal which suggests there may be some restriction in this area.

Manufacturer narrative:
Results: root cause of the event could not be determined; deformation problem (catheter). Conclusion; root cause could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results - related to operational context (the stretching of the balloon bond occurred during the attempted use of the device and is therefore procedural related) evaluation conclusion - operational context caused or contributed to event (the stretching of the balloon bond occurred during the attempted use of the device and is therefore procedural related). (B)(4).